Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (B)(6); product type: 0191-extension; implant date (B)(6) 2024; brand name sensight; product ID b3400060 (B)(6); product type: 0191-extension; implant date (B)(6) 2024-12-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (percept rc v1) and deep brain stimulation extensions experienced intermittent shocking sensations in the chest without any changes made to the deep brain stimulation settings. Impedance testing was conducted and results were within normal limits. No environmental, external, or patient factors were identified as contributing to the event. No interventions or surgical procedures were performed, and the devices remain implanted and in service. No patient complications have been reported as a result of this event.

Event description:
Additional information was received indicating that the cause of the intermittent shocking sensation in the chest was not determined. No actions or interventions were taken, as the doctor and patient decided to monitor the situation. The patient stated that the sensation was mild and occurred infrequently. No further actions are planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.